Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint but the reported failure (lost power) could not be reproduced. The unit will be returned to original equipment manufacturer (OEM) for further investigation. A review of the site's system logs for the reported procedure date was conducted by technical support engineer. Investigation revealed the following possible related system errors: 817/psc loss of ac power; switched to ultralife battery (spm power state: battery operate). 818/psc switched from ultralife battery to ac (spm power state: ac operate). No image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical generator unit (iesu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically without an iesu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer experienced a loss of power. The customer stated that they had visualization of instruments, but the instruments did not have power. The surgeon converted the procedure to laparoscopy. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted that the patient side cart (psc) switched to battery and back to ac power momentarily. The tse did not note any recoverable or non-recoverable faults in the live logs, or mid-procedure restarts. The customer stated that the integrated electrosurgical unit (iesu) screen went dark but was currently on. The customer stated that they rebooted the system, and everything came on. The customer requested that the field support engineer (fse) follow up and verify the system prior to cases next week. The procedure was converted to laparoscopic surgery and completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.